Event description:
It was reported that a patient underwent eyelid surgery on (B)(6) 2012 and suture was used. One week post operative, the patient developed an abscess and was treated with antibiotics. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): representative samples from the same lot number as the actual device were returned for evaluation. All of the overwrap packages were fully sealed. There were no gaps or channels in the seals. Since the overwrap was not compromised, the sterility of the product inside was not compromised. The foil packets were all in good condition.